Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on 02-june-2024 and 03-june-2024. The event occured within 24 hours of insertion. The patient replaced infusion set and resumed insulin successfully. No further information available.